Manufacturer narrative:
Updated sections: g4, g7, h2, h10. Trackwise #(B)(4). This reported device is an OEM device. A serial/lot number was not provided for this device. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, hemopro2 extension cable connector broke when being disconnected from generator. No patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, hemopro2 extension cable connector broke when being disconnected from generator. No patient effects.